Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned. If additional information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an evaluation confirmed the reported complaint. Visual inspection revealed a damaged power inlet socket of the chassis. The chassis assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to physical damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.